Event description:
It was reported that pump displayed cartridge change error while customer was using pump with case. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, inspected cartridge o-ring and pneumatic tap area, cleaned pump, attempted to reload cartridge, and ultimately filled and loaded new cartridge with technical support assistance.